Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported the screwdriver shaft end was broken during final tightening. The broken piece of the instrument fell in the patient and was retrieved using general surgical instruments. The surgeon completed the surgery using another screwdriver. The surgery was delayed ten (10) minutes. The screwdriver will not be returned to the manufacturer.